Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the infusion set was improperly seated during application, with the needle not fully penetrating the skin or the cannula bending, which led to improper insulin delivery and visible site wetness; the user replaced the infusion set and noted elevated blood glucose up to 335 mg/dl. Symptoms included mild nausea and a bad headache consistent with a history of aural migraines. Outcomes included transient hyperglycemia outside target range for a few hours without medical intervention, hospitalization, or ketone testing. Investigation included troubleshooting and education. Investigation of this case revealed that the infusion set or its connector was not attached correctly, resulting in leakage and underdelivery. It was concluded that user technique or application error caused the event, and that replacing the set resolved the issue. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.